Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached around 400 to 500 mg/dl for a few hours while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found to appear curved but patient is not sure if that is because of how the pod was removed or if the cannula was bent. Patient ate a big meal and they bolused for it, during the same time they had reset the dexcom sensor so they do not have the current readings, patient was not feeling well so they did a manual check and patient¿s readings was off the charts and had reached around 400 to 500 mg/dl. As treatment, a new pod was applied. Patient had small ketones. Patient put the pod in a recycle bag so the device is not available for return.